Event description:
Boston scientific received information that the patient received therapy unexpectedly. Boston scientific field representative reported the device had been programmed to three zones, including a monitor only (mo) zone. Review of episode details showed the arrhythmia initially had been detected in the mo zone, and resulted in shock therapy delivery when the rate increased into the ventricular tachycardia zone. Anti tachycardia pacing also was present in the first zone. The device's detection enhancements can continue to be used if device is inhibit in the ventricular tachycardia zone because the rate was initially detected in the mo zone. No adverse patient effects were reported, and the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.